Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
Reportable based on analysis completed on 26-sep-2018. It was reported that crossing difficulties were encountered. The target lesion was located in the left anterior descending artery (lad). A 2.75mm x 15mm nc emerge balloon catheter was advanced, but failed to cross the lesion. The procedure was completed with a different device. No patient complications were reported. However, returned device analysis revealed longitudinal balloon tear. Returned product consisted of a nc emerge balloon catheter. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed multiple kinks. Microscopic examination revealed the tip is damaged and there is a longitudinal tear in the balloon 6mm from the tip. There is blood present in the guidewire lumen and inflation lumen. The balloon is loosely folded. Inspection of the remainder of the device presented no other damage or irregularities. There was no evidence of any damage or irregularities contributing to the reported crossing difficulty.